Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for analysis. Additionally, procedural images were not provided for review; therefore, the alleged event cannot be confirmed. The instructions for use identifies migration or misplacement as potential complications associated with use of the device.

Event description:
It was reported that a month after the fred was implanted, the stent was noted to be compressed and had moved from the initial placement site, and was no longer covering the aneurysm neck. No intervention was performed. There was no reported patient injury.